Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the flex deflectable videoscope adhesive around objective lens was peeled. Due to damage on charged coupled device unit, the image disappeared during angulation in right/left directions and e216(scope communication error) occurred. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to e1. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event "e216 error code" and "image disappears" occurred due to the damage of image sensor unit (i.e. Disconnection, etc.) Or breakage of the mounting components (i.e. Integrated circuit (ic) chip, capacitor, etc.) Of the electric board due to use stress, external factors, or handling. Additionally, it is likely that the event "glue of the objective lens peeled off" caused by stress of repeated use, external factors, or handling. The event can be detected/prevented by following the instructions for use which state: "the inspection method for the suggested event1 and 2 is described in the operation manual "chapter 3 preparation and inspection 3.8 inspection of the endoscopic system. The inspection method for the suggested event 3 is described in the operation manual ¿chapter 3 preparation and inspection 3.3 inspection of the endoscope¿. Olympus will continue to monitor field performance for this device.